Manufacturer narrative:
Additional information was received indicating the device was explanted. The device was returned for analysis. This report will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The boston scientific technical services department recommended that the patient be followed monthly to verify whether the device may be exhibiting behavior consistent with this advisory. No adverse patient effects have been reported as a result of this observation. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window product advisory population, was measuring a battery monitoring voltage of 2.56 v and a charge time of 16.1 seconds after approximately 49 months of implant. Concern may have been expressed that the device was not meeting longevity expectations.